Event description:
The customer reported that the paramedics were called and he was taken to the hospital due to diabetes ketoacidosis and high blood glucose over 450 mg/dl. It was stated that the customer was vomiting prior his admission. Troubleshooting was performed. The caller mentioned that he was receiving recurring no delivery alarms during basal. Assisted the customer to run the fixed prime test, but the insulin did not exit and the device alarmed no delivery. Instructed the customer to change the infusion set as soon as possible. Advised the customer to speak with his dr about the proper infusion set to use as customer is thin and muscular. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.